Event description:
During a transseptal procedure the right atrium was punctured (approx to posterior side) causing a perforation and bleeding in the pericardium. Intervention surgery was required. A navistar catheter was also used during a procedure (placed into the coronary sinus). The physician believed that the puncture was caused by the transseptal needle, not the catheter. Pt condition immediately following the event was stable and outcome was fine. Trans-septal needle used in this procedure was not manufactured by biosense webster.

Manufacturer narrative:
.